Event description:
During open abdominal surgery, physician using a proximate reloadable linear stapler 60mm, it mis-fired. He attempted a re-load and the re-load fired, but didn't staple correctly and the staples were removed.